Event description:
It was further reported that per patient's primary physician, ¿the subject had no signs of illness or cardiac problems and the subject had died very unexpectedly and suddenly.¿ autopsy was not performed and also no other additional information available for this event.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2009, clinical status assessment identified the patient¿s qualifying condition as silent ischemia and the patient was referred for cardiac catheterization. The target lesion was located in the 1st obtuse marginal branch (om1) with 90% stenosis and was 6mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation and placement of a 2.50x12mm promus element stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient died. The cause of the ¿sudden death¿ event was unknown. No additional information is available at this time.

Manufacturer narrative:
Death date and event date: (B)(6) 2013. Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).